Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. Following pre-dilation was performed with a 5x4mm mustang balloon catheter, a 12x4mm epic stent was implanted in the lesion. Subsequently, a 6.0 x 40 75cm mustang¿ balloon catheter was advanced for post-dilatation. The balloon got caught slightly in the stent, it was pushed and pulled several times until the device was delivered inside the stent. However, upon attempting to inflate the balloon, the pressure did not increase. Contrast media leakage was noted and balloon rupture was confirmed. The device was completely removed and the procedure was completed with a 6.0 x 40 75cm mustang balloon catheter. No patient complications were reported and the patient¿s status was good.